Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient underwent vns first implantation surgery. However, the manufacturer records indicated that the patient was previously implanted. Follow up with the surgeon's office revealed there was no evidence of a prior implant. It was reported that it was noted the patient had (B)(6) and that the caregiver believed that the vns was taken out many years before. No additional relevant information has been received to date.

Event description:
A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution.